Manufacturer narrative:
Based on the information in the full description, the customer had perforation while using the peristeen catheter. As no lot number is provided it is impossible to trace the relevant product documentation and check if similar faults were registered from the particular production lot. No additional complaints were registered about this item number with the same issue in november. The complaints are monitored closely for a forming trend and reported to management on a monthly basis. Production has been informed.

Event description:
According to the available information, the discharge diagnosis: "bleeding of rectum with microperforation of rectum, self-induced practiced at home". The patient says that now he feels well.